Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows an arterial catheter with the body separated adjacent to the juncture hub. This matches the customer report that approximately 5 cm of the catheter separated into the patient. The separated catheter body was not pictured. A complete visual inspection to evaluate the nature of the damage and the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol , acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The customer report of catheter separation was confirmed by visual inspection of the customer supplied photo. The image shows an arterial catheter with evidence of a separation of the catheter body; however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " the distal part of the new arterial catheter detached, resulting in its embolization into the radial artery of the forearm, without compromising vascular flow. At the time of the report, the distal part of the catheter is still located in the patient's radial artery. " additional information provided states "there was no harm, but as consequence a a fragment of approximately 5 centimeters remained in the radial artery of the forearm." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " the distal part of the new arterial catheter detached, resulting in its embolization into the radial artery of the forearm, without compromising vascular flow. At the time of the report, the distal part of the catheter is still located in the patient's radial artery. " additional information provided states "there was no harm, but as consequence a a fragment of approximately 5 centimeters remained in the radial artery of the forearm." The patient's current condition is reported as "fine".